Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate ii system controller, serial number (B)(6) being exchanged was not confirmed. There were no log files submitted for analysis. The system controller was not returned for analysis. Provided information stated that the effected controller (B)(6) was the backup controller of this patient when he noticed the display error (reference MFR # 2916596-2020-05047 for the display error). Additionally, there is no information provided about any controller exchange on this patient back in 2018. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate ii system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. (B)(6) was shipped to the customer on (B)(6)2014. Heartmate ii patient handbook section 2 "how your heart pump works" and heartmate ii instructions for use (IFU) section 2 "system operations" explain how to properly replace the running system controller with a backup controller. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
There was an unknown controller exchange on (B)(6) 2018.